Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has experienced loss of stimulation. A sjm representative was unable to resolve the issue with reprogramming as high impedance with no stimulation would occur or the ability to achieve high stimulation amplitude with stimulation only in the spinal column but not in the patient's pain pattern. It was also reported the patient had fallen but no additional information regarding the fall was given. Follow-up identified x-rays revealed the scs lead has migrated. Surgical intervention will be taken at a later date to address the issue.